Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, h6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant), keratoconus. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -3.00/+3.00/126 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting, elevated intraocular pressure, significant reduction of irido-corneal angles, glare/haloes and blurred vision. Lens remains implanted. The cause of the event was reported as "lens size".